Event description:
It was reported that bd syringe 3ml ll w/ndl 25x1 rb needle was broken. Complaint via phone. Case description: the client states that he use this product 52 times a year , 1 time at each saturday , and he received some needles that was with malfunction , some of the needles broke along as use it , one time it broke inside of his thigh, and the client also states that he not have been guided to a hospital and he can sort it out by himself customer name: x, phone number: x, email: x, address: (B)(6), product: 3 ml bd luer-lok syringe with attached needle 25 g x 1 in. Ref: 309581, lot: 4345487.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.